Manufacturer narrative:
The polarx catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, the polarx device was visually inspected for any damage or defects that would have resulted in the issue seen in the field. The shaft near the distal end showed slight deformation likely due to handling while attempting to withdraw the polarx from the polarsheath. The outer diameter of the returned polarx shaft was measured was found to be out of spec at the proximal inner balloon bond. Laboratory analysis was able to confirm the reported clinical observations of difficult to withdraw and device interaction with another device.

Event description:
It was reported that a polarx catheter was selected for use. After the successful procedure, the balloon was supposed to be brought back into the sheath. This was not possible. A perceived resistance made it impossible to bring the balloon into the sheath. Unfortunately, there is no further information on how the balloon was recovered. The balloon was probably pulled into the lock by applying increased force. No patient complications occurred. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarx catheter was selected for use. After the successful procedure, the balloon was supposed to be brought back into the sheath. This was not possible. A perceived resistance made it impossible to bring the balloon into the sheath. Unfortunately, there is no further information on how the balloon was recovered. The balloon was probably pulled into the lock by applying increased force. No patient complications occurred. The device is expected to be returned for analysis.